Event description:
A customer in the us reported to beckman coulter the generation of erroneous low magnesium results generated by the au680 clinical chemistry analyzer. The low results were appropriately flagged low by the analyzer with "g" flags. No erroneous patient results were released outside the laboratory. There was no report of change to patient treatment in connection with this event. Customer indicated the controls were acceptable and recovering within facility ranges. This MDR reported the event that occurred on (B)(6) 2015.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the customer issues. The failure mode of this event was a sample non-dispense. The fse replaced the sample transfer unit which resolved the issue. There have been no further issues reported. The full beckman patient identifier for this report: (B)(6). Associated MDR: 9612296-2015-00053 and 9612296-2015-00055